Event description:
It was reported that on (B)(6) 2013, during an elevate anterior & apical implant procedure to treat for prolapse, the tip of the needle broke off while attempting to insert the anterior anchors. Surgery proceeded with a new elevate anterior system. There was no reported consequence to the patient.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.